Manufacturer narrative:
The ventilator was investigated at site by our field service engineer. It was reported that the ventilator alarmed for high o2 concentration. The nozzle unit of the gas module was found defective and need to be replaced. The nozzle unit is part of the gas module and regulates the inspiratory gas flow to the patient. It consists of a membrane, a mouthpiece and a feather spring. The membrane in the nozzle unit is pressed against a mouthpiece with a feather spring to regulate the gas flow through the gas module. No logs were provided and the replaced nozzle unit was not returned for investigation, therefor the root cause for the reported problem could not be determined.

Event description:
Manufacturer's ref.#: (B)(4).

Event description:
It was reported that the ventilator generated alarms for high o2 concentration. Patient involvement is unknown. Manufacturer's ref #: (B)(4).